Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced high blood glucose level of 400 mg/dl after an infusion set was deployed incorrectly or the infusion set connector was not attached correctly while using an ilet system; troubleshooting and education were completed. Symptoms included vomiting and hyperglycemia. Outcomes included the caregiver pausing insulin delivery on the ilet and administering backup insulin pen therapy, after which glucose decreased without hospitalization reported. Investigation included user-led troubleshooting and education focused on correct infusion set deployment and connector attachment. Investigation of this case revealed an infusion set use error consistent with improper deployment or incomplete connection, leading to reduced or interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set handling.